Event description:
It was reported that (1) tx30b was used during a lobectomy procedure. It was reported by the affiliate that the device would not staple (the device might be empty). Opened another device to complete the case. No adverse pt outcome.